Event description:
This is filed to report leaflet damage and intervention. It was reported that a patient presented with functional mitral regurgitation (mr) grade 4. The first mitraclip was implanted with no reported issue. Post deployment of the second mitraclip, a leaflet tear occurred. Prior to the leaflet tear, mr had been reduced to 1. After the tear, mr increased to 2-3. It was decided to convert to a mitral valve replacement procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue injury could not be determined. Furthermore, the reported patient effect of tissue injury is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported surgery was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.